Event description:
It was reported the patient's implantable neurostimulator (ins) was moved from the patient's abdomen to his buttock. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).